Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. A surgical intervention was performed to explant this lead but the lead could not easily be extracted due to patient anatomy so the physician decided to surgically abandon this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.